Event description:
It was reported that a pump declared alarm 20 during insulin delivery. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support resolved the issue by deciding to replace the pump. The customer reverted to an alternate method of insulin therapy.